Event description:
It was reported the patient experienced a loss of pain coverage. The physician assessed the presence of high impedance readings on the leads. X-ray imaging taken in the field confirmed the leads were intact. Attempts to reprogram the device were unsuccessful. The patient underwent a revision procedure where the spinal cord stimulation (scs) system was replaced and did well postoperatively.

Manufacturer narrative:
Microscopic inspection of the returned sc-2317-50 serial number (B)(6) revealed all cables were completely broken 2 centimeters (cm) from the set screw mark of the clik x anchor at the bent/kinked location of the lead; however, there were no exposed cables at the fracture location. The lead got kinked after it exited the clik x anchor, but it appears the lead was exposed to excessive mechanical force or movement causing the cables to fracture. X-ray inspection of the returned sc-2317-50 serial number (B)(6) revealed the 12th electrode of the distal end had a fractured cable at the weld nugget; however, the cable was not exposed. This type of damage typically occurs when excessive tensile force is exerted onto the lead body and connector section of the lead. Analysis of the returned sc-1232 serial number (B)(6) and sc-4318 batch/lot 29532517 revealed no anomalies. The devices displayed normal device characteristics during visual and function testing, with impedances measurements on the ipg being within the expected range.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(4), batch: 553140. Product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 5152448. Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, serial: na, batch: 29532517.

Event description:
It was reported the patient experienced a loss of pain coverage. The physician assessed the presence of high impedance readings on the leads. X-ray imaging taken in the field confirmed the leads were intact. Attempts to reprogram the device were unsuccessful. The patient underwent a revision procedure where the spinal cord stimulation (scs) system was replaced and did well postoperatively.